Event description:
Hospira plum +3 triple infusion pump malfunction model #206780483, serial #(B)(4), patient: (B)(6) female admitted on (B)(6) 2011 evening via emergency department with chief complaint: dyspnea. Diagnosed with dvt with possible pe. Previous history: gi bleeds and possible dvt's in the past. Physician initiated heparin anticoagulation with plans to insert ivc filter in the morning. (B)(6) medical center uses the hospira plum +3 infusion pump with their mednet software. Mednet software (populated by facility) contains preprogrammed drugs and concentrations for nurse to select facilitates correct infusion pump programming by nurse. On (B)(6) 2011 at 0100 am approx: nurse initiated weight-based heparin infusion and programmed the pump correctly as the 25,000 units/250ml at 18 units/kg/hr for pt (B)(6). Second nurse double-checked pump settings appropriately as per hosp policy. Pump circulated and began delivering at 15.1 ml/hr correctly at 0116 am. Nurse entered room on several occasions noting pump appeared normally infusing. Infusion volume programmed to infuse should have infused over 16.5 hours. At approx 0412 am, nurse heard pump alarming and walked into the room to assess situation. Discovered entire 250 ml bag completely infused into pt and pump displaying word "malfunction." No fluid residue found in bed sheets or floor. Nurse immediately stopped pump and notified physician. Pump removed from service. Physician noted no harm to pt and no interventions ordered or performed. Ivc filter inserted as scheduled and pt's hosp stay completed without impact. Hospira pump event/alarm log printed indicating pump programmed correctly with no subsequent interventions by nurse prior to the event. Event/alarm log provided to hospira MFR. Hard copy printout available from this submitter if requested.